Event description:
It was reported that during an atrial fibrillation (afib) procedure a nrg transseptal needle was selected for use. As the needle was inside the patient, the needle was reported to have flow issues from the flushing port as there was no circulating flow. It was confirmed that the syringe was securely attached to the handle luer. The procedure was completed with another needle. No patient complications were reported. The device is not being returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.